Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and system board to lcd cable were replaced to address the issue.

Event description:
The manufacturer received information alleging there were parallel lines on a ventilator's display screen. There was no harm or injury reported.